Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device, and replaced the power supply and graphic user interface (gui) to breath delivery (bd) cable assembly. The unit passed extended self-testing, and was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by the USA customer that the 840 ventilator was displaying error codes indicating that the device entered into a ventilator inoperative condition. There was no patient involvement at the time the malfunction occured.